Manufacturer narrative:
Evaluation, results, conclusions: inherent risk of procedure ¿ (haemorrhage). (B)(4).

Event description:
During index procedure, the patient had one endeavor sprint drug-eluting stent implanted in the rca. Approximately 17 months post index procedure, the patient suffered a gi bleed. Investigator assessed that the event was not related to the study device.